Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. The patient failed to cancel the shock by pressing the alert button. There is no indication of a device malfunction or noise contributing to the device determining that the defibrillation threshold had been exceeded.

Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care spoke with patient's caregiver who confirmed therapeutic shock. Patient was in bathroom and when they stood up patient felt shortness of breath. Patient's caregiver further stated that the patient fell towards bathtub but was able to catch themself. Patient's caregiver called 911 and was taken to emergency room. Patient was later admitted to the hospital after receiving therapy from the wcd system. Wcd role in the event is pending additional medical information and/or pending evaluation of to-be-returned device.